Manufacturer narrative:
Customer reported two events of failed connecting tube devices of different model numbers for the oer-elite automatic endoscopy reprocessor (aer). These events are captured in medwatches with patient identifiers (B)(6) (for auxiliary water channel) and (B)(6) (for suction channel). This medwatch is for the patient identifier (B)(6). The device is returned, and an evaluation completed for it. The device was returned in its original packaging. A visual inspection on the device in as received condition was performed. A visual inspection on the device in as received condition. The inspection of the connecting tube started from the slide adaptor section and scratches on stainless-steel were observed. It was also verified that the four balls in the adapter are in place and functioning as intended. Additionally, the reprocessor connector of the connecting tube was also inspected to verify its condition. Once inspected, it was noted that there were no cracks, break, rip, scratches, attached debris or other irregularities. The user¿s complaint of not sealing onto the oer-elite could not be confirmed or replicated as no oer-elite test device was available for testing. The user¿s complaint of cracks was not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device as the device cracked and would not seal onto the automatic endoscopy reprocessor. There is no patient involvement.

Manufacturer narrative:
Additional information has been received for this event from the customer and for device evaluation. This supplemental report is being submitted to provide this information. Exact event date is not known. Event occurred in november 2022. The device was manufactured in september 2012. The device history record could not be reviewed since the supplemental lot number is not available. Since the breakage of the device nor loose connection could be confirmed, it is possible that something (such as foreign material, etc.) Was caught between the connector of connecting tube and the connector in reprocessing basin during connection and therefore connecting tube could not be connected. User can detect the event by inspecting item in accordance with the following instructions for use. Preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.

Event description:
Addendum dec 29, 2023: the malfunction occurred in the automatic endoscopy reprocessor (aer). The plastic seemed cracked and caused the aer to cancel loads.